Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an in-office visit the patient with this device, while already sitting in a chair, exhibited a syncopal episode during automatic threshold testing. The patient incurred no injury or adverse effects due to the period of asystole. The field representative was contacted for additional information and reported no known programming changes and this had been the first episode of this nature. During threshold testing, the pacing capture was absent for several beats and auto capture feature was noted as off. Data was sent for a technical services (ts) review of performance. The ts review noted that prior to turing off auto capture (ac) the device was at .9v at 0.4 msec meaning ac threshold would have been 0.4v at 0.4msec. The programmer commanded test for automatic capture does 5 warm up paces plus 12 initialization paces at 3.5v without back up paces. After the warm up and initialization pulses at 3.5v, the tests adds 0.5v to threshold which was 0.4v to start its decrement every 3 pulses, that is not programmable. It was unknown if the strips sent for review were gathered during the test to know the output or if the site was actually performing a commanded threshold test verses a manual test. Aside from confirmation of this information, non-capture with greater than 2 second pause was noted. The physician elected to programmed the output to 2.5v, which was noted to be lower output than the warm up and initialization pulses would be.